Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers wife reported via phone call that he received the unexpected restart. The blood glucose value was unknown. The troubleshooting was performed. Customer also stated that he received external ram crc error. Customer stated that the pump was stored or not in use for an extended period of time. Product being return for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart alarm test. No unexpected unexpected restart and external ram crc error alarm anomalies noted.